Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device went to the hospital two weeks before the operation because the product was not working properly. Upon inspection, cracks were found in the cylinder and the pump connecting tubing. The physician removed and replaced the pump and cylinder through replacement surgery, the patient's condition was stable following the procedure, and there were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404310 serial number: n/a. Batch/lot number: 1100062434 model/catalog description: pump ms unique identifier (UDI) #: (B)(4). Model number/catalog number: 720182-01 serial number: n/a. Batch/lot number: 190538008 model/catalog description: reservoir flat 100 ml unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder and pump were visually and microscopically inspected, and leakage and functional tested. The visual inspection of the cylinder revealed that the cylinder had wear at the fold in the proximal end, middle, and distal end of the cylinder. The visual inspection of the pump revealed that the pump tubing was cut down to the pump block which is standard for the explant process. Tubing was not returned for analysis. The cylinder and pump components passed the leakage test. The functional test of the pump revealed that the pump failed activation 3. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. A risk review confirmed that the events of hole/perforated and mechanical issue were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established for the crack allegation on the cylinder as no holes/leaks were identified and kink resistant tubing (krt) tubing was not returned for analysis. The pump not passing activation test 3 identified could have caused or contributed to the reported clinical observation of device not functioning.

Manufacturer narrative:
C2/d10: concomitant product UDI for pump is (B)(4), c2/d10: concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid loss is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device went to the hospital two weeks before the operation because the product was not working properly. Upon inspection, cracks were found in the cylinder and the pump connecting tubing. The physician removed and replaced the pump and cylinder through replacement surgery, the patient's condition was stable following the procedure, and there were no patient complications reported.